Event description:
A user facility reported an intraocular lens (iol) was removed and replaced with a different model lens during the same surgical procedure due to posterior capsule bag tear. In a follow up, the surgeon stated that the capsular bag tear occurred when he was rotating the device after the viscoelastic was removed in order to obtain the desired axis; the event resolved.

Manufacturer narrative:
The product was returned for analysis and damage was observed. The lens was returned positioned incorrectly in the lens case. Blood and solution were dried on the lens. One haptic was chipped in the outer-gusset area. The optic was pressed against two post and into the wall area. While were unable to determine the origin of the damage, our observation reasonably suggests that it was not manufacturing related. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 12/03/2009 by phone, fax and mail. A completed questionaire was returned.